Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred during bolus delivery. During troubleshooting with tandem's technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. The customer's blood glucose level was 169 mg/dl and it was addressed with a bolus.